Event description:
Procedure type: unknown. According to the reporter: when tying the anastomosis the doctor reported the suture would break. Used another suture, until doctor was able to tie. Delay reported 1/2 hour, no reported blood. No additional information available at this time.

Manufacturer narrative:
Date initial report sent: 01/07/2009.